Manufacturer narrative:
Date of birth - only year provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to conduct femoral artery closure with the 8fr angio-seal after the percutaneous coronary intervention (pci) surgery. During the procedure to set the anchor, the closure device was difficult to deploy, failed to set the anchor even after several times of trying. They stopped use and changed a new 8fr angio-seal device, the following procedure went on well and no harm was found on the patient. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 02mar2020. A 7fr sheath was used. A pre- angiography was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.